Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the sleeve on the forceps moved forward preventing them from opening during a procedure. The procedure was completed without harm to the patient. Additional information has been requested but not received. This is two of two reports from this facility.

Manufacturer narrative:
Additional information has been provided. A sample was not received for evaluation. The affected lot is not known, therefore, the device history record could not be reviewed but the manufacturer performs a 100% final inspection for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The manufacturer internal reference number is: (B)(4).